Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the superficial femoral artery (sfa). One 6x120x130 cm eluvia drug-eluting vascular stent system and one 7x120x130 cm eluvia drug-eluting vascular stent system were selected for use in a lower limb percutaneous transluminal angioplasty procedure. The eluvia stents were implanted and thrombosis was confirmed two days later. Ballooning was performed. The patient developed hematemesis four days later and stayed in the intensive care unit (ICU).